Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcb were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the gui pcb was isolated to a component (video graphics array controller u34) on the xena I pcb. No fault was found on the backlight inverters pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during testing of a 840 ventilator a diagnostic message of safety valve open was generated. There was no patient involvement at the time of the event.